Manufacturer narrative:
The device is not available for evaluation as it has been retained by the site; however, there is no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22fr sheath is 7mm. In this case, the access vessel¿s diameter was 7.0mm, and the vessels were reported as neither calcified nor tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the root cause of the iliac avulsion cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with calcium and/or vessel tortuosity that was not appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, a right iliac perforation occurred during the transfemoral transcatheter aortic valve replacement (tavr). Per report, no difficulty was encountered when advancing the dilators; however, there was some difficulty when advancing the sheath. After successful valve deployment, a right iliac avulsion was noted upon removal of the sheath. A reliant balloon was inflated in the abdominal aorta while covered stents were placed from the common iliac artery to the common femoral artery. The patient was still bleeding in the abdomen after the covered stents were placed. The decision was made to perform an abdominal aorta to femoral artery bypass. The patient was transferred to the intensifier care unit (ICU). The patient expired the following day.